Event description:
The distributor reported for the user facility that when the doctor attempted flushing saline through the valve before implantation, saline did not flow smoothly. No patient injury was rported.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.